Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing broke from site connector on (B)(6) 2023. Due to this issue, the patient experienced high blood glucose level which they tried to treat with correction bolus via pump. The issue occurred with one infusion set used for 2-3 days (approximately). Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.